Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and the reported event was not confirmed. Visual, electrical, and x-ray testing was normal and no anomalies were found.

Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The s-curve height was measured to be within specification.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported a patient presented for a left ventricular (lv) lead implant procedure on (B)(6) 2021. During positioning, the lv lead would not stabilize in place so it was not used and replaced within the same operation. Post-procedure the patient was stable.